Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare provider) who reported that a dye study was ordered (B)(6) 2020 but delayed due to the holiday and covid-19. The issue would be reviewed at the next pump refill. The patient was doing well right now. It was noted that the device system seemed to be functioning and they were waiting for the dye study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2020 reported 40ml was ordered and it appeared 40ml was programmed. The hcp was not sure of the cause of the volume discrepancy. It was noted the infusion nurse reported the volume di screpancy. It was noted that the symptoms resolved. The client believed they had the flu. It was noted there has been no problems since. It was noted that no weight was obtained by the clinic as patient was seen in the emergency room. It was noted the patient was doing well. The hcp was not sure if the pump was not programmed correctly. It was noted there has been no issues since. No further complications were reported/anticipated.

Manufacturer narrative:
H3: evaluation of implantable catheter serial number (B)(6) revealed damage to the transition tubing and identified a tear in the seal material near the guide ring in the sutureless connector, however, the catheter was found to be patent and passed pressure leak testing in the lab. H6: the evaluation codes have been updated for the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis.

Manufacturer narrative:
H3: the pump passed all testing in the laboratory and no anomalies were identified. The 8780 catheter was returned and analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient has been experiencing greater than expected residual volumes of medication in his pump. This has occurred over at least 3 refills. There were no noted environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was on (B)(6) 2021 the physician attempted to aspirate the catheter. Not even 1 drop of fluid would aspirate from the catheter. Pressure on the syringe plunger was achieved when pulled back, indicating that there were no air leaks in the system. The actions and interventions taken to resolve the issue was the physician removed the catheter in its entirety and replaced it with a new catheter. The pump was also replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: 2017 (B)(6), explanted: 2021 (B)(6), product type: catheter, implanted: 2017 (B)(6), explanted: 2021 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are : ubd 2019-08-03, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (3000 mcg/ml at 2002 mcg/day) and bupivacaine (5 mg/ml at 3.367 mg/day) via an implanted pump. It was reported that yesterday the home healthcare nurse was expecting 7.2 ml but aspirated out 28 ml. The patient was hospitalized with flu-like symptoms (nausea, vomiting, and diarrhea) which, per the reporter, was likely tied to the volume discrepancy. The pump logs were read, and no issues/stalls were seen. Per the reporter, there was no known cause for this. The patient did not report any falls, trauma, etc.